Manufacturer narrative:
Approximate age of device ¿ 1 year, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was seen in clinic due to sustained pump power elevations greater than 10 watts, weight gain, and pedal edema. The patient¿s lactate dehydrogenase (ldh) level was trending up to approximately 600 u/l despite a therapeutic inr of 3.0. The patient was admitted and heparin was initiated. The patient¿s anticoagulation regimen at the time of the event consisted of aspirin (81 mg), coumadin, and plavix. As of (B)(6) 2016, pump power values remained slightly elevated. No further intervention had been performed and the patient would continue to be monitored in the hospital. No further information was provided.

Manufacturer narrative:
The pump remains implanted and the patient remains ongoing on vad support. The report of power elevations was confirmed based on the information contained in the submitted system controller log file; however, a cause for the power elevations and elevated ldh could not be conclusively determined. Based on previous complaint history, elevated pump powers and estimated flow, coupled with elevated ldh, could potentially be indicative of device thrombosis. Hemolysis and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.